Event description:
It was reported that the user interface holder was broken. There was n patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested, the user facility solved the problem by themselves. The only information we get is that the user interface was broken and the user facility needs a new one to replace. The defective part was not returned for further investigation. The root cause could not be determined. The UDI information is not available since the device was manufactured before 2015.